Event description:
The physician implanted two devices in late 2008. In early 2009, the patient had a post-op appointment where the physician discovered both devices were dislodged from the drill holes. On three days later, the physician re-operated to remove the dislodged devices and to implant replacement devices.

Manufacturer narrative:
The physician explanted the devices in early 2009. The devices were returned to the manufacturer and evaluated by r&d. The results of the investigation determined that one of the two flanges on the post of each device was crushed. This mechanism of failure has been identified as off-center alignment of the device over the drilled hole. This results in an insecure fit in the drilled holes.